Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was performed. The lot met all release criteria. The investigation is inconclusive, as the probe was not returned for evaluation. The root cause could not be determined based upon available information. The current finesse probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure into dense tissue, the device went to one solid orange light on the third pass and two samples were obtained. The device was removed from the patient and the cannula grasp of the integrated coaxial assembly broke off of the needle. The device was not able to reset by holding the prime/pierce and sample buttons and the needle is stuck on the driver. The procedure was completed with another biopsy device. There was no patient injury reported.